Manufacturer narrative:
Device was returned to MFR (MFR) and has been analyzed as follows: visual and microscopic examination of device septum showed normal usage, with no internal damage. Discoloration, compression marks, and longitudinal slits were seen on 9 1/2" device catheter. Damage seen is consistent with "pinch-off sign." Device/catheter was patent with no resistance felt when flushed. Clear particle free fluid was collected. Damaged area of device catheter was clamped off. Device/catheter was then pressurized with air and fluid and no leaks were noted. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on into available and results of the MFR.'s analysis of device, report that "device catheter had tear in it" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused damage found during MFR.'s analysis of device. No further details are available. The customer will be notified of the MFR.'s findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event. Submitted to the FDA on 3/31/1998.

Event description:
On 10/17/97, the surgeon's nurse informed the manufacturer's (MFR) sales representative of the following event: the patient experienced shoulder pain during chemo. On 10/16/1997, a scan at the hospital revealed a tear in the device catheter and as a result, the device was explanted on 10/17/1997, in the surgeon's office. Water was injected into the device and was seen exiting via the hole in the device catheter. The patient was being treated with cipro for an infection. The surgeon was planning to implant a new device in a couple of weeks. The explanted device was scheduled to be returned to the MFR for analysis. No further details were provided at this time.